Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation showed a varying green/purple image, which was traced back to a defective cable unit. Thus, this failure was attributed to component failure. The flickering image reported by the customer could not be reproduced during the inspection. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
The video telescope was returned for repair with an alleged flickering image reported by the customer. However, during the inspection a varying purple/green image was determined. There is no indication that the image failure occurred during a procedure and there was no report about an adverse event or patient injury.